Event description:
It was reported that interrogation of the device showed noise oversensing which only happened during the impedance test check. The device remains in use. No patient complications have been reported as a result of this event.